Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/10/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional h6 component code: g07002 reported condition not confirmed. Additional h3 investigation summary. One opened box with twenty-four packets of product code j260 were returned to ethicon inc for analysis with the packaging closed. Upon initial inspection of the samples, no external damages were observed on the packets. In order to evaluate the conditions of the returned sample, thirteen packets were opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needle was intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained via: what tissue was being sutured when the event (needle breakage) occurred? Case was closing so skin was being sutured. Was there any additional tissue damage as a result of searching for the needle pieces? No additional tissue damage noted, fluro was utilized to ensure to validate no additional needle pieces were present. What instruments were used to grasp the needle? Needle driver. Where was the needle grasped during use? The middle of the needle. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance related to the reported complaint condition were identified. Note: event reported via 2210968-2021-06005.

Event description:
It was reported that a patient underwent a prostatectomy procedure on (B)(6) 2021 and suture was used. During the procedure, two (2) needles broke during use from two (2) separate suture packets pulled from the same box of 3 dozen. The broken needle pieces were retrieved, included in the needle count and discarded according to surgery protocol. The remaining box of unused sutures is available for return. No adverse patient consequences were reported. Additional information was requested.